Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017 crts (B)(4) (con): information was received from a consumer regarding the patient's implanted infusion pump containing morphine (dose and concentration unknown). The indications for use included non-malignant pain and failed back surgery syndrome. On (B)(6) 2017, it was reported that the patient was admitted to the hospital through the emergency room on (B)(6) 2016. The following day, the patient's pump was removed. The patient was reportedly in septic shock, and another pump could not be installed until the infection was cleared. The patient wanted to continue pump therapy, and was seeking a new implant doctor.

Event description:
Additional information was received from a consumer on (B)(6) 2017. The patient's weight at the time of the event was provided, and it was noted that the patient was now (B)(6). The patient reportedly still seeking a healthcare provider.